Event description:
It was reported that, during implant, the patient's left ventricular (lv) lead dislodged when the physician attempted to slit the delivery catheter. The lv lead was removed, and the procedure was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).